Event description:
It was reported the customer was hospitalized. The details of the hospitalization was not provided. The customer recalled being hospitalized (B)(6). Customer was unsure of their blood glucose at the time of admission. The customer also stated they were hospitalized for an acute pancreatic issue. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.